Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist discovered that the r2 probe needed replacement. The customer replaced the r2 probe and the instrument is functioning as expected. The cause of the discordant, falsely elevated gentamicin result is due to a malfunction of the r2 probe. This instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated gentamicin result was obtained for one patient sample on a dimension rxl max w/o hm instrument. The discordant result was reported to the physician(s), who questioned the result. The sample was then rerun twice on this instrument and each time resulted lower. The rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated gentamicin result.